Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2011 during drain cycle 4 of 7. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). System error 2240 (air in line) was confirmed because it was identified in the patients alarm logs of the returned device. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.